Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed pairing test with nordic bluetooth device failed pairing test with nordic bluetooth device. Functional testing was performed and the test failed. The reported event of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a transmitter failed error that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/22/2016. The reported event of transmitter failed error was not confirmed. A root cause could not be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.